Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device replacement for normal battery depletion, the physician found an insulation break. The physician repaired the break with medical adhesive. Measurements were within range.